Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 264 mg/dl and 69 mg/dl. In addition, during the phone call on (B)(6) 2022, two measurements have been performed consecutively resulting in following values: 100 mg/dl and 215 mg/dl.